Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse anything and experienced constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the reported device did not infuse anything which was unable to reproduce during evaluation. The device was able to load a set and perform a test infusion without issue. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the reported constant downstream occlusion which was unable to be reproduce during evaluation. Downstream occlusion alarms were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The device was tested for downstream occlusion detection which yielded passing results. Should additional relevant information become available, a supplemental report will be submitted.